Event description:
It was reported that during atrial fibrillation (af) the implantable cardiac monitor was intermittently not sensing some of the ectopic beats, as they appear to be of lower amplitude. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the device was reprogrammed to decrease sensitivity and to turn off ectopy rejection.

Event description:
It was further reported that the device continued to have false detections even after reprogramming. There were atrial fibrillation (af) detections that were due to premature ventricular contractions.

Manufacturer narrative:
(B)(4).